Manufacturer narrative:
(B)(4). Medwatch report mw5074298. Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a renal angiogram procedure. The tip of the hi-torque balance middleweight guide wire became stripped off in the patient. A snare was used to retrieve the separated segment. There was no reported resistance during advancement or removal of the guide wire. Another guide wire was used and the patient was successfully stented to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.